Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that the strip reader module (srm) was faulty. The fse replaced the srm, which repaired the failing controls and results. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the ichem velocity instrument was failing bilirubin controls. The customer attempted to troubleshoot the issue but the controls continued to fail. An erroneous result was generated for one patient result but was not reported outside of the laboratory. A printout of the erroneous result was not provided by the customer. There was no change or affect to patient treatment in connection with this event.